Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test two (2) of seven (7). Confirmation testing was performed the same day with an unknown pcr platform that generated a negative result. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217717 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: m217717, test base part number 192-430 / lot: m217717. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m217717 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however, a possible assignable root cause is patient sample interference; substances in the sample itself may have interfered with the reaction.d4 (lot, exp. Date), h4 h3 other text : single-use; device discarded.

Manufacturer narrative:
This report is being filed on an international product, list number: 192-000j that has a similar product distributed in the us, list number: 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed between (B)(6) 2022 and (B)(6) 2022. This MFR. Report addresses test two (2) of seven (7). Confirmation testing was performed the same day with an unknown pcr platform that generated a negative result. Although requested, the customer declined to provide additional information.